Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that stiffening wire inside PICC was broken so when wire was pulled back the end of it where it was broken stayed in the end of the PICC line. Additional information on (B)(6) 2023: this event did not involve an urgent/life threatening medical situation. Attempted to pull wire back from PICC and a piece stayed in the end while the rest of the wire came out, it only broke it one piece and no pieces were retained in the patient. No, imaging was required and no patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of broken stylet was confirmed. The product returned for evaluation was one 3cg stylet and one 4fr sl powerpicc solo catheter. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s). ¿ microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. ¿ kinking of the surrounding stylet tubing, located at magnet interface(s). ¿ this additional stylet kinking resulted in a general curl in a similar direction. Measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed.

Event description:
It was reported by customer that stiffening wire inside PICC was broken so when wire was pulled back the end of it where it was broken stayed in the end of the PICC line. Additional information on 06-28-2023: this event did not involve an urgent/life threatening medical situation. Attempted to pull wire back from PICC and a piece stayed in the end while the rest of the wire came out, it only broke it one piece and no pieces were retained in the patient. No, imaging was required and no patient harm reported.